Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy, rupture, anxiety-product/procedure, depression, capsular contracture baker grade I, pain, varied injuries (not device related).

Event description:
Patient's representative reported left side depression, anxiety associated with the device recall, significant pain and tenderness in the breast, "many symptoms of bii" (breast implant illness), seroma, capsular contracture baker grade I, rupture with silicone leakage, and enlarged lympn nodes. Device remains implanted.

Event description:
Patient's representative later reported left side captured baker grade iii.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.